Event description:
Device 2 of 2: reference MFR. Report# 3006705815-2019-00150.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2019-00150. It was reported the patient complained of swelling, nausea, headache, chills at the incision site. A CT scan and blood work revealed a cerebrospinal fluid (csf) leak in addition, the patient's esr level was found to be high as such, the patient was instructed to remain in a supine position until follow up on (B)(6) 2019 and was also instructed by the physician to keep the stimulator off during this time. Patient is no longer symptomatic and the csf leak is resolved.